Event description:
It was reported that balloon rupture occurred. Vascular access was obtained by antegrade approach via vein side. The 99% stenosed target lesion was located in the moderately tortuous and moderately calcified internal shunt of the forearm and upper arm. After a guidewire was advanced to cross the lesion, a 6.0 x 40, 75cm mustang¿ balloon catheter was advanced to dilate the lesion. However, upon the 2nd inflation, the balloon ruptured at 16 atmospheres at a duration of 30 seconds. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).